Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Literature (depuy) literature article: "minimum 10-year survival of kerboull cemented stems according to surface finish" by by moussa hamadouche, md, francois baque, md, nicholas lefevre, md, and marcel kerboull, md. Study of 433 total hip replacements, broken down by stem finish type for kerboull cemented stems--modified polish (165 hips), satin (123 hips), and matte (145 hips) finishes. It was observed that modified polish and satin finish types had less aseptic loosening than the matte finish. It was also observed that hip failure of the polish and satin stems appeared to be associated with polyethylene acetabular cup wear, resulting in periacetabular osteolysis, minimal femoral osteolysis, and loosening between the implant and cement mantle. The matte finish hip failures, on the other hand, demonstrated little acetabular polyethylene mediated osteolysis, but significant femoral osteolysis with failure at the cement to bone interface. With regard to this complaint, the stems were competitor products, the cups and cement restrictors unknown, and the cement was depuy cmw type-1 cement. On (B)(6) 2017 reported fifteen hips experienced osteolysis and aseptic loosening of the stem at the cement to bone interface. The stems are competitor products.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.